Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ventilated patient transported to (B)(6) hospital last night - already difficult to ventilate patient with reported gas trapping and high pressures. Patient arrived in ICU and put on c6 (sn: (B)(6) first - continuing high pressure and struggling to ventilate due to low vt. Staff decided to change ventilator to c6 (sn: (B)(6) new f&p 950 circuit used and passed all checks. Straight away upon connection to the second ventilator (approx. 9/10 pm last night), popping sound heard from the expiratory port. Reports nil alarms at the time and nil issues with the patient (patient's ventilation actually improved). Back-to-back nebs were delivered - initially t-piece but then moved to aerogen on c6. Video sent of inspiratory/expiratory ports with auditory popping. Nil change after both filters and expiratory valve changed. Patient remains in simv, nil recent suctioning and nil rain out reported. Patient is ventilating fine as reported by clinical staff. Second video sent post filter and exp valve changed showing waveforms (can still hear popping in background). Patient was successfully weaned and extubated (now off the vent). No patient harm reported." The case has not been reviewed yet by hamilton medical ag, therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: on (B)(6) 2025 at approximately 21:00, a patient was initially ventilated using a hamilton-c6 device with serial number (B)(6). Clinical staff reported ventilation issue, high pressure, and low tidal volumes. The patient, described as clinically difficult ventilation. The patient was switched to a second hamilton-c6 device with serial number (B)(6) (subject to this complaint) based on clinical judgment. The first complaint submitted (B)(4) referred to the second device, while a later complaint (B)(4) correctly referenced the first device used at the beginning of the event. Both complaints concern the same patient and event date but involve different devices. Following the switch to the second ventilator, the patient¿s ventilation improved, and no harm was reported. Logfile analysis of the first device (B)(6) confirmed no technical failure or malfunction. According to the user, both devices had passed all preventive maintenance checks in (B)(6) 2025, prior to the events. The unusual ¿popping¿ sound reported during use was observed with both devices and was identified as the expiratory pressure relief valve venting as designed. The investigation confirmed that this sound was not caused by a malfunction of either (B)(6), but was related to the device settings, as noted by the attending clinician. No malfunction of the devices themselves was reported. Additional information/ corrected data: in section h6 imdrf codes were updated/corrected.